Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon made rep aware that a patient with a lps-attune rev construct in dislocated the poly insert and would need to come in for revision surgery to exchange the poly insert for a thicker one. The insert was a attune revision-lps 14mm x-small insert (there are 2 numbers on the implant that look like lot numbers; they are: si499332 (front), st177313 (back)). Surgeon stated that the patient had a dislocated patella, which resulted in a lack of anterior stability of the knee, which resulted in the femur translating anteriorly and dislocating the poly insert. At the time of surgery, when the knee was opened up, the surgeon found that the poly insert had dissociated from the metal core that is part of the insert. This means that the metal core was still attached to the femoral component via the hinge pin; however, the rest of the poly insert was not attached to any other part of the construct. The surgeon asked for a response from j&j if this has been seen before, and if the insert is supposed to be able to dissociate. The surgeon also mentioned the patient was uncooperative and that she had multiple procedures done on this knee. The procedures were as follows: primary tka (with microport implants), periprosthetic fracture (fixed with a plate), repeat fracture fixation after non-union, distal femoral replacement (using lps-attune revision implant), washout (for infection). The distal femoral replacement was implant in (B)(6) 2021. The patient also has hardware in her ankle as a result of an ankle fracture, which the surgeon says is malunited and causing the ankle to be externally rotated relative to her tibia - this also causes her to have an altered gait pattern, which he says may have contributed to the dislocation of the poly insert and the forces that transferred through it. After removing the dissociated poly insert in 2 pieces, the surgeon washed out the knee appropriately and replaced the broken insert with a 12mm insert (1517-60-212, lot# j89r97). He had difficulty keeping the patella tracking properly as he said the patient had scar tissue laterally from prior surgeries that was causing the patella to subluxate laterally during flexion. He was able to get the patella to track properly after a lateral release and removal of scar tissue. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based in the provided evidence, it cannot be confirmed a dislocation event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.